Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the rdf does not show any indications of any issues during the procedure that would have contributed to the patient death. Signals from the rdf showed no unusual alarms or abnormal procedure behavior. Given this information, there were no signals in the rdf that would indicate the machine did not operate as intended and the system was operating within the safety limits programmed in the machine. The device was found to be operating as intended, and within the generally tolerated limits for a majority of patients. There was no system or device malfunction identified that would indicate an issue with the optia system. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a therapeutic apheresis procedure the patient reported dyspnoea. The procedure was ended and the patient was transferred to the intensive care unit (ICU). The patient was resuscitated, however, the patient expired soon after. Per the customer, their internal investigation results indicated that the incident was not related to the spectra optia and the death of the patient was most likely related to the transfusion of fresh frozen plasma (ffp). Per the customer, an autopsy was performed and it was reported that this event is a transfusion related adverse event of pulmonary edema. Because of death of the patient and unattainability of further samples, there was no possibility of distinguishing the cause of death between transfusion associated circulatory overload (taco) and transfusion-related acute lung injury (trali).due to EU personal data protection laws, the patient information is not available from the customer. Patient gender and weight were obtained from the run data file (rdf).this report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. The tpe set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide corrected information.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: based on the information provided by the physician, terumo bct's medical review determined that the spectra optia system operated as intended and did not malfunction. There is no evidence to indicate that the device caused or contributed to the patient¿s death. Root cause: review of the dlog does not show any indications of any issues during the procedure that would have contributed to the patient death. Signals from the dlog showed no unusual alarms or abnormal procedure behavior. Given this information, there were no signals in the dlog that would indicate the machine did not operate as intended and the system was operating within the safety limits programmed in the machine. The device was found to be operating as intended. There was no system or device malfunction identified that would indicate an issue with the optia system. The optia system appeared to be operating as intended and is safe to use. The customer conducted an internal investigation and concluded that this incident was not related to the performance of the spectra optia machine, and that the death of the patient was probably related to the patient's reaction to the transfusion of fresh frozen plasma. Per terumo bct's medical review and analysis, the device did not cause or contribute to the patient's symptoms and subsequent death due to pulmonary edema.

Manufacturer narrative:
This report is being filed to provide additional information. Additional root cause: an autopsy was performed by regional blood bank and institute of hematology and blood transfusion investigation. The customer declined to provide the autopsy report. However, they provided a summary of the autopsy findings in lieu of the report. They concluded that this is a transfusion related adverse event - pulmonary edema. Because of death of the patient and unobtainability of further samples, there was no possibility of distinguishing the cause of death between transfusion associated circulatory overload (taco) and transfusion-related acute lung injury (trali).